Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately high compared to another device (onetouch ultra). The reporter claimed obtaining blood glucose readings of between ¿12 and 14 mmol/l¿ with the subject meter but was unable to give exact readings for the other device. The tests were performed within 30 minutes of each other. This complaint is being reported because the results may not have met lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.